Event description:
The following description of the event is a summary of the info provided via an e-mail from the distributor in (B)(4). Distributor emailed reporting that he has a 3100a ventilator that failed the installation. No patient involvement. The audible alarm continually sounds whether an alarm condition is present or not. They took a known good alarm board and installed into the vents to verify that a replacement alarm board was necessary to resolve the issue.

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. (B)(4). The following info concerning the evaluation of the device is a summary of the info provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning alarm board. To repair the device , carefusion sent to a foreign distributor a replacement alarm board. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty alarm board for evaluation. As of 01/14/2015, the alleged faulty alarm board has not been received. Should the alleged faulty alarm board be returned and evaluated, a f/u medwatch report will be submitted.